Event description:
At the end of the dialysis treatment, the pt complained of tightness and chest pain, mid-sternum. There was approximately 1.5-2 inches of foam in the venous line heading to the pt's permacath. Unable to return blood due to other areas of foam noted in line. No "air in blood" alarm sounded from the machine. The blood line was noted to be secured inside the air bubble detector clamp. Oxygen was increased, but the pt's o2 sat was initially 91% then dropped to 81%. The model name of the machine is phoenix and the serial number is (B)(4). The pt had been turned immediately on the left side and in trendelenburg position. The pt was transported by ambulance to the local ed. She stabilized and was admitted overnight for observation. We have never, ever had anything like this happen before! Also, the pt was discharged from the hospital. She was contacted and is doing fine and is expected to come in for her next dialysis run today. The machine tech was notified of event. Also per the gambro rep, there was a defective air bubble detector on the machine. The rep is sending the detector back to gambro's quality control dept. They are sending me a biohazard box to send the tubing back to them in.